Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, two heartstring iii seals failed to load properly as they did not fold when depressing the green buttons. When squeezing the green button on the loader, the seal did not roll properly. The hosp did not report any pt effects. The hosp intends to return the products in question.

Manufacturer narrative:
The devices have not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the devices. A supplemental report will be submitted if the devices are received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).